Event description:
It was reported that the device was "causing more problems than helping" and that it stopped working three months after implant. It also led to more nerve damage. The patient had undergone multiple back surgeries and was looking at having more. The device was explanted. During removal, the surgeon cut the leads as close to the distal end as possible and the ends remain in the patient. The patient was subsequently implanted with a bone growth stimulator. Further information is being requested from the hcp.

Manufacturer narrative:
.